Event description:
Patient had normal anatomy. Reportedly the surgeon was not applying excessive torque. When the basket could not be removed from the scope, the scope was taken out of the patient and was bent.